Manufacturer narrative:
Additional information: a1, a2, b5, d10, h6 (device component code) correction: d8 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was provided during follow-up with the user facility. The reported issue was discovered approximately 5-10 after treatment initiation when the fresenius 2008t machine alarmed with a blood leak alarm. There were no visual indications of a blood leak. There were no external leaks. There was no defect or damage noted to the dialyzer. Blood test strips were used and tested positive for the presence of blood. Rinseback was not initiated once the blood leak was confirmed. The patient's estimated blood loss (ebl) was approximately 200 ml. The patient did not experience a serious injury or require medical intervention. The machine was rinsed as a precaution. Treatment was restarted and successfully completed on the same machine with new supplies.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was provided during follow-up with the user facility. The reported issue was discovered approximately 5-10 after treatment initiation when the fresenius 2008t machine alarmed with a blood leak alarm. There were no visual indications of a blood leak. There were no external leaks. There was no defect or damage noted to the dialyzer. Blood test strips were used and tested positive for the presence of blood. Rinseback was not initiated once the blood leak was confirmed. The patient's estimated blood loss (ebl) was approximately 200 ml. The patient did not experience a serious injury or require medical intervention. The machine was rinsed as a precaution. Treatment was restarted and successfully completed on the same machine with new supplies.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was nor received. It was not reported that the patient experienced a serious injury or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided.